Manufacturer narrative:
(B)(4). Upon further investigation the reported problem was identified as a system error (se) 2451. The digital pcb was scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecific system error (se) occurred during use on the homechoice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with a system error (se) 2451 and a se 1031 noted. A visual inspection was performed with no issues noted. A simulated therapy was performed and a se 2451 occurred during the therapy. The digital pcb was determined to be failing. Should additional relevant information become available, a supplemental report will be submitted.